Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the expiratory cassette of the ventilator was coming out from its place and this led to stop of ventilation. There was no patient harm. The cassette catch was not moving properly to hold it in place. During the visit on-site, the field service engineer found out that the hospital did not follow temperature guidelines during the cleaning procedure, which may have damaged the cassette. This wasn't confirmed as the customer had discarded the cassette.

Event description:
It was reported that the expiratory cassette of the ventilator was coming out from its place and this led to stop of ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).